Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned, however one electronic photo was provided for review. The photo showed one 's' shaped marker and what appears to be two pga pellets laying on a grey drape. The investigation is inconclusive for patient-device incompatibility, as the photo review could not confirm a reaction issue. Per the evaluation results, one unknown 's' shaped marker and what appears to be two pga pellets were identified in the photo provide for review. The marker shape and pellets are noted as inconsistent with the reported ultaclip dual trigger breast marker used, catalog 864017d. While a definitive root cause could not be determined based upon available information, the type of marker and specific indications for user of that marker may have contributed to the reported event. It is unknown if other patient and/or procedural issues contributed to the reported event. Label review: the current (IFU) instructions for use states: how supplied: the ultraclip® dual trigger device is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized by using ethylene oxide. For single use only. Do not reuse. Do not resterilize. Indications for use: the ultraclip® dual trigger breast tissue marker is intended for use to attach to soft breast tissue at the surgical site during an open surgical breast biopsy or a percutaneous breast biopsy to radiographically mark the location of the biopsy procedure. Contraindications for use: this device is not intended for use except as indicated above. Warnings: use caution when inserting near a breast implant to avoid puncture of the implant capsule. As with any foreign object implanted into the body, potential adverse reactions are possible. It is the responsibility of the physician to evaluate the risk/benefit prior to the use of this device. This device has been designed for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. Precautions: use caution when handling the device to prevent premature deployment of the marker. This product should only be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of tissue marker placement. After use, this product may be a potential biohazard. Handle and dispose of in accordance with acceptable medical practice and applicable local, state, and federal laws and regulations. Potential complications: potential complications of marker placement may consist of hematoma, hemorrhage, infection, adjacent tissue injury and pain. Equipment required: the following equipment is required to place the marker: appropriate imaging modality and accessories, surgical gloves and drapes, local anesthetic, other equipment as necessary. Directions for use: prepare the site as required. Adequate anesthesia should be administered, as required. Inspect the package and product for damage. If undamaged, open the package and transfer the ultraclip® dual trigger device onto the sterile field utilizing aseptic technique. Note: lift up either one of the yellow side tabs to remove the protective needle sheath and yellow guard. Needle guard holder, side tabs, locate the target area for deployment using the appropriate imaging technique. Insert the introducer needle into the breast, directing it to the target. Use the 1 cm reference markings to position the needle point just proximal to the target. Note: the bard® logo and the front trigger line up with the bevel of the needle to help in needle placement. Confirm needle placement with the appropriate imaging technique. If necessary, reposition the needle and reconfirm placement. To deploy the marker, slide the front trigger forward or firmly depress the rear trigger with the thumb or index finger until a firm click is heard or felt and both triggers are locked in place. Remove the introducer and confirm placement of the marker using the appropriate imaging.

Event description:
It was reported that approximately three months post breast tissue marker placement, there was allegedly pain, swelling and redness at the biopsy site. It was further reported the marker was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a full manufacturing review could not be conducted as the lot number is unknown. It is unknown if manufacturing contributed to the reported event. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: a sample evaluation could not be performed as the device was not returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one electronic photo was reviewed by bpv field assurance engineer. The photo contained one unknown 's' shaped marker and two pga pellets. The marker and pellets were laying on what appears to be a grey colored drape. The marker and pellets appeared to be clean. No anomalies were noted. The type of marker could not be identified based on the photo. Based on the photo review, the reported reaction cannot be confirmed. Conclusion: per the reported event details the patient developed a reaction at the site. It was noted that the IFU states, "patients with a known hypersensitivity to the materials listed in the device description (e.g. Titanium, or stainless steel) may suffer an allergic reaction to this implant". Therefore, the definitive root cause for the alleged allergic reaction could not be determined based upon the available information. Labeling review: the current gel mark ultra and gel mark ultracor breast biopsy marker instructions for use (ifus) state: general information and device description: the wireform is intended for long-term radiographic marking of the biopsy site. The pellets are visible via ultrasound for approximately 6 weeks and are essentially resorbed in approximately 12 weeks. Precautions: the device should only be used by physicians trained in the percutaneous biopsy procedures. Do not use this product if the sterile barrier has been previously opened or if the package is damaged. Complications: potential complications that may be associated with the use of the gel mark ultra/ultracor biopsy site marker are similar to those associated with the use of other biopsy marking devices. Directions for use: confirm final marker position with imaging. The current senomark and senomark MRI ultracor breast biopsy marker instructions for use (ifus) state: general information and device description: the senomark is intended to radiographically and sonographically mark breast tissue during a percutaneous breast biopsy procedure using a 9 or 12 gauge suros atec biopsy device. Precautions: the device should only be used by physicians trained in the percutaneous biopsy procedures. Do not use this product if the sterile barrier has been previously opened or if the package is damaged. Complications: potential complications (e.g. Infection) that may be associated with the use of the senomark/senomark MRI ultracor are similar to those associated with the use of other biopsy marking devices. Directions for use: confirm final marker position with imaging. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post breast tissue marker placement, there was allegedly pain, swelling and redness at the biopsy site. It was further reported the marker was removed from the patient. There was no reported patient injury.